Event description:
The plaintiff's attorney alleged that on (B)(6) 2012, the decedent experienced a cardiovascular event and subsequently expired after the use of the product.

Manufacturer narrative:
This is one event for the same pt involving two separate products; associated mdrs # 1225714-2014-02541 and 1225714-2014-02542.

Manufacturer narrative:
This is one of two device reports related to this event. Associated MFR report numbers are 1225714-2014-02541 and 1225714-2014-02542. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
Additional information received indicated the patient experienced a cardiac arrest and approximately five years later experienced a myocardial infarction and expired on that same day. It was further alleged that the event was caused by administration of the product for dialysis treatment.